Manufacturer narrative:
On 5/30/2019,the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not explanted as of this report. Issue with rupture. Concomitant medical products: left-mentor memorygel 400cc silicone breast implant, catalog number 3505400bc serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor memorygel 400cc silicone breast implants which the right side ruptured after implantation. Patient stated she began noticing a very visible difference in the right breast. Right breast is sagging and patient can feel the outer shell of the implant. Surgeon is suspecting a ruptured implant. Will have further testing to confirm rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.